Event description:
It was reported that while the field was attempting to interrogate this cardiac resynchronization therapy pacemaker (crt-p), it entered into safety mode. The patient was reported to experience a twitching sensation due to the crt-p being programmed to unipolar pacing. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that while the field was attempting to interrogate this cardiac resynchronization therapy pacemaker (crt-p), it entered into safety mode. The patient was reported to experience a twitching sensation due to the crt-p being programmed to unipolar pacing. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.